Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known field allegations against the device, and no reports of adverse patient effects. Preliminary analysis determined that the device did not meet longevity expectations.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.